Event description:
The facility reports the incident occurred over a weekend in november. The staff member signed off on friday and the pt was fine. On monday, the pt had bruising on the right and left shoulders, and a broken leg.